Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did identify the light from the sma connector was distorted, indicating there was a fracture within the fiber connector. Therefore, the event is confirmed. It is possible that there may have been a microfracture that became larger with use, resulting in an insufficient aiming beam and the potential inability for the fiber to fire. According to the device instruction for use (IFU), the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis results, a conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that when the fiber was connected to the machine it would not fire. A second fiber was used with the same result. A third fiber was used to complete the procedure. There were no patient complications reported. Analysis of the returned fiber identified a fracture within the connector; therefore, this event meets the requirements of a reportable event.